Event description:
It was reported that the right ventricular lead had a lead polarity switch due to low impedance in 2000 and today is their first in office check since 2007. Since then there has been oversensing and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.